Manufacturer narrative:
(B)(4). It was reported the patient was not hospitalized for the previously reported peritonitis event. The patient was recovered from the peritonitis event (thirteen days prior to receipt of this report). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). On an unreported date after (B)(6) 2015 (when defective minicap transfer set was noted), the patient experienced peritonitis. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was suspected to be excessive force applied to the minicap transfer set and using an unspecified device to open the set and twisting the twist clamp in the wrong direction causing it not too close completely. On unreported date(s), the patient was treated with unspecified therapy (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if physioneal therapy was ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The peritonitis was confirmed as bacterial peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The physician reported the cause of the peritonitis was unknown. The same date as diagnosis, the patient was treated with vancocin 2 grams, three times a day for eighteen days, (route not reported). Eight days after diagnosis the patient was treated with gentamicin 40 mg daily for ten days (route not reported). Twenty two days prior to receipt of this report the patient experienced a relapse of the abdominal pain and cloudy effluent despite the antibiotic therapy. The patient was recovered from this peritonitis event seven days prior to receipt of this report. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.